Event description:
Information received by medtronic indicated that the customer's insulin pump had a cracked at batteryside. Troubleshooting was performed for the crack in the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a scratched case. No crack at the battery side of the pump noted during visual inspection. The pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Per r&d engineer, pump was found with visible energy directors (material on the retainer ring that once welded attaches the retainer ring to the pump case). During visual inspection, corrosion was found on the battery tube and battery tube spring contact. The pump passed the leak test. The pump was cut open to perform visual inspection and found a severe corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a minor cracked lcd window. Cosmetic damage at the battery side was not confirmed, however, other cosmetic damage was noted. Unable to perform the required testing, download history files and traces using thump due to blank display. Blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2. During visual inspection, severe corrosion was also found on the force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube and battery tube spring contact. Per r&d engineer, pump was found with visible energy directors. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.